Event description:
An alcon representative was observing cataract surgery and reported that a posterior capsule tear occurred during the procedure. He stated that it appeared that the aqualase tip was too close in proximity to the posterior capsule when vacuum was applied.

Manufacturer narrative:
Investigation, including root cause analysis, is pending.